Manufacturer narrative:
No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. Complaint ID no. (B)(4).

Manufacturer narrative:
Due to character limitation in e1. (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optical sensor failure occured. All attempts by the getinge field service engineer (fse) regaining the signal were unsuccessful. There was no harm to the patient and therapy was not interrupted.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2. Correcetd fields: d4(expiration date, UDI#), h4.